Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive. Customer reported a blood glucose level of 230 (mg/dl) and indicated an insulin injection would be delivered. It was indicated that manual injections were available for back-up insulin therapy.